Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead implant, the right atrial (ra) lead has unstable and high thresholds with high elevated out of range impedance. The lead had noise oversensing. Troubleshooting was performed during implant and it was noted that the lead had significant bending in the pocket but the issue had resolved. Several days after implant, the lead alerted for the same issues. A chest x-ray revealed no anomalies. The lead was programmed off and remains in the patient out of service. No patient complications have been reported as a result of this event.